Event description:
It was reported on product quality report # 2000-005411 that the (1) pmw35 was used during an unknown procedure. It was reported that the staples did not close. There was no consequence to the pt.